Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01159. This report is being submitted as additional information. Approximate age of device ¿ 1 year and 5 months. Manufacturer's investigation conclusion: the cause of the reported pump stop events was confirmed during the evaluation of the device. The pump was returned with the driveline severed approximately 1.5¿ from the pump housing. The severed portion, including the intact distal end replacement, was returned. Minor breakdown of the braided shield was visible adjacent to the pump housing. Visual inspection of the wires found breaches in the red and yellow wires adjacent to the pump housing and the inner conductors were exposed. The remainder of the driveline appeared unremarkable. If the exposed conductors of the red or yellow wire contacted the braided shield, the resulting short would have contributed to the low speed and pump stop events, which reportedly occurred on a grounded power module patient cable at an outside center. If the exposed conductors made direct contact or simultaneous contact with the shield, the resulting phase-to-phase short would have cause the low speed and pump stop events that occurred while the system was supported by external batteries or an ungrounded patient cable. The observed wire damage appeared consistent with abrasion against the braided shield due to repetitive flexing. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that pump off alarms were observed while utilizing batteries and ungrounded power module patient cable. Log file analysis completed by the manufacturer¿s technical services representative revealed pump stoppages on (B)(6) 2018 at 10:46:52; (B)(6) 2018 at 11:24:45 and 11:25:05; and on (B)(6) 2018 at 12:47:48. These issues appear to be occurring on both power module and on batteries. On (B)(6) 2018, it was reported that the patient underwent a pump exchange. No additional information was provided.